Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. It was reported that the patient¿s blood glucose was above 250 and below 500 mg/dl. There was no reported patient impact associated with this complaint. This malfunction is generally obvious and detectable by the user, as the pump alarms to alert the user of the issue. In addition, the owner¿s booklet instructs the user to call their healthcare team or animas when they have a question or cannot understand an issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/05/2014-correction:the reporter contacted animas on 12/02/2014 and reported the issue was attributed to a malfunction of a product that animas does not manufacture. The information will be forwarded to the relevant manufacturer. There was no complaint of a malfunction or issue with the pump or cartridge.